Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve procedure, when using the purple reload in antrum of the stomach, being this thick the serosa layer adjacent to the line of staples was detached. To resolve the issue, reinforcement using suture was done. There was no patient injury as reported.